Event description:
It was reported that during the implant procedure the helix would not extend. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): lead was received with the helix fully retracted and the distal conductor distorted and fractured with the connector. The distal conductor has been over-retracted and fractured in the connector.